Manufacturer narrative:
Exhalation flow sensor.

Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The customer reported the ventilator was not in use on a pt at the time of the event, therefore, there was no pt harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the pt. The MFR's svc tech was able to duplicate the customer reported problem due to a flow sensor failure. The svc tech replaced the exhalation flow sensor to correct the problem. Final testing was completed and all tests passed per operating specifications.